Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Correction: imdrf annex e and f codes. Additional information: describe event or problem, concomitant med prod data, imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an under infusion issue involving methotrexate. The pump delivered the medication okay until 1200 when the nurse had to increase the rate from 47ml/hr. To 54.5ml/hr. To finish the infusion on time. There was patient involvement but no harm.

Event description:
It was reported an under infusion issue involving methotrexate. The pump delivered the medication okay until 1200 when the nurse had to increase the rate from 47ml/hr. To 54.5ml/hr. To finish the infusion on time. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.